Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle broke off on the insulin cartridge during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "caller reported fill resistance issue. Caller stated on 2 occasions since (B)(6) 2021 that he put the needle into the cartridge and experienced fill resistance and the needle broke."